Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient required frequent MRI imaging and the device did not have MRI compatible magnet and having an MRI with the splint kit was not possible due to pain. The device was explanted on (B)(6) 2026. Device analysis report attached.